Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to a fracture. The ICD was replaced at the same time due to eri and the ra lead was replaced at the same time because the physician though that he may have nicked it when the rv lead was being extracted. The hospital retained the devices.